Event description:
Customer's sister reports that customer is experiencing high and low blood glucose. It is reported that customer is experiencing blood glucose of 600 mg/dl, and sometimes it drops to 31 mg/dl; customer treats with manual injection. Troubleshooting was performed and found two air bubbles. Troubleshooting could not be completed as customer did not have a tubing clamp in order to proceed with troubleshoot. Customer was advised tubing clamp will be sent in order to proceed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).